Manufacturer narrative:
The field service representative (fsr) inspected the instrument, performed multiple troubleshooting procedures, and replaced parts. The face seal fitting repair kit was replaced due to the trigger line leaking which resolved the issue. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review for(B)(6) revealed no additional service tickets associated with discrepant patient results. A review of tracking and trending of the alinity I processing module did not identify an increase in complaint activity associated with the complaint issue. A review of tracking and trending for the face seal fitting repair kit did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any non-conformances or potential non-conformances associated with the complaint. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity I am processing module for serial (B)(6), or the face seal fitting repair kit, were identified.

Event description:
The customer observed a falsely elevated alinity I stat highly sensitive troponin-I result generated for a patient sample. The following data was provided: sample ID (B)(6) initial result = 206.3 ng/l, repeat result = 5 ng/l, repeat result on another alinity = 5 ng/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I result generated for a patient sample. The following data was provided: sample ID (B)(6), initial result = 206.3 ng/l, repeat result = <5 ng/l, repeat result on another alinity = <5 ng/l . No impact to patient management was reported.